Manufacturer narrative:
The recipient continues to to be treated with antibiotics and is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly not resolved. The recipient continues to receive medical treatment. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly completed medical treatment with antibiotics and the infection resolved. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted form medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly recurred. On (B)(6) 2020, the recipient underwent surgery to change the depth gauge left inside the cochlea during explant surgery and performed a petrosectomy. The recipient will be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient was given medical treatment for more than four months, however, the issue did not resolve. The recipient's device was explanted. The recipient will be reimplanted. The recipient is being treated with antibiotics and is in the process of healing.

Manufacturer narrative:
The recipient's infection has reportedly resolved. The recipient will not be reimplanted at this time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.